Manufacturer narrative:
The patient contacted animas making the allegation of the malfunction on (B)(4) 2012, not (B)(4) 2012 as previously stated.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that after receiving several occlusion alarms on the pump and the pump was primed with each occlusion alarm; however, the primes are no showing in the history record. Troubleshooting with animas customer technical support (cts) verified that there is no record in the pump history for primes on the date of the alleged malfunction, (B)(6) 2012. No time/date issues were discovered during troubleshooting with cts. Cts was unable to discover a valid reason for no primes noted in the history for this date. The patient discontinued use of the pump and began on a backup plan. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of the pump not recording primes in the pump history remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that primes performed accurately and recorded in history on (B)(4) 2012. During evaluation, all primes performed on the pump during testing accurately recorded in pump history.